Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period became heavier') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), insomnia ("all sleep issue/I can't stay a sleep"), procedural pain ("anyone else have issue sleeping, not because of pain/just soreness") and abdominal pain lower ("cramps out of control") and was found to have uterine leiomyoma ("had a bonus cantaloupe sized fibroids"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the menorrhagia, insomnia, uterine leiomyoma, procedural pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, insomnia, menorrhagia, procedural pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.